Event description:
It was reported that the 9600 system would reboot after every fluoro shot during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boot rom chip was replaced during the service call. The system was tested and found to be working as intended and put back into service.